Manufacturer narrative:
Device analysis report attached. This report is submitted on july 20, 2023.

Event description:
Per the clinic, the patient experienced skin flap infection (specific date not reported). Subsequently, the patient was treated with oral antibiotics on (B)(6) 2023 (duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.